Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device passed away. No further information has been made available to resmed.

Manufacturer narrative:
Based on additional information received, this is a duplicate of (B)(4). Engineering investigation findings for the reported event were submitted in report number 3004604967-2021-00935/3007573469-2021-00935 associated with (B)(4). Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient using an astral device passed away. No further information has been made available to resmed.